Manufacturer narrative:
The customer declined servicing and the record was cancelled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on july 7, 2010. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope does not burn correctly, and the aiming beam is poor. This was noticed when testing the system. There was no patient involvement.